Event description:
In this event it was reported that three pairs of palodent plus forceps broke at the tip; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report rec'd where this malfunction resulted in a serious injury. This report is for the second device. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.